Manufacturer narrative:
Lot#: r16f30089 was manufactured on 07/01/2016 and lot#: r16k17020 was manufactured on 11/18/2016. A batch review was conducted for each potential lot and there were no deviations found related to this reported condition during the manufacture of either of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # was reported to be either r16f30089 or r16k17020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set leaked. It was reported an unspecified chemotherapy medication leaked below the filter on the IV set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.